Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 700 mg/dl. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the insulin drip, visited emergency medical service and hospitalization. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. The customer reported feeling sick/unwell, headache, altered vision/vision changes, extremity pain/cramps and increased thirst as symptoms at the time of hospitalization. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the pump history file (primary svn (B)(6)). There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the pump history file (svn (B)(6)). Unable to perform the history review 1 week prior to the event date (B)(6)2023 in the pump history file due to no data available (svn (B)(6)). Possible under delivery anomaly - unable to verify bolus delivery and alarms/suspends for event date (B)(6)2020 due to no data available (on svn (B)(6)). Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the pump history file (svn (B)(6)). (B)(6)2023 09:24:11.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolius. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka/hyperglycemia. Possible under delivery anomaly not confirmed. Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.